Event description:
Information received from the field notes that during a routine follow-up, the lead impedance trend showed that impedance was <50 ohms for seven days. The current measurement was 611 ohms. The patient was not pacemaker dependent and had not been symptomatic. The patient had a fall on the same side as the pacemaker in december 2005 and there was potential for lead damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received